Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the radical resection of lung cancer, when severing the pulmonary fissure on the 4th firing, noted tissue plowing issue, the tissue was not cut off and staples malformed. Used scalpel to cut the tissue and suture to oversew. There were no adverse consequences to the patient. No additional information could be provided.